Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) exhibited post paced t wave oversensing. No intervention was performed. The patient status was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that programming changes were made.